Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. An internal and external visual inspection was performed. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional testing on the device. Upon conclusion of the investigation, the cause of the iipv event could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During a review of the logs of a returned homechoice device, a high drain error 108 (night drain cycle eight) alarm was identified. The alarm occurred on (B)(6) 2014 at 07:55:43. A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. No further information was available.